Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Event description:
N/a.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) had a non charging battery. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found intermittent charging of batteries occurring which causes the batteries to discharge completely in a short period of time. The fse replaced the power management board and observed proper charging switch when on the ac power. The batteries were depleted and were no longer charging so the fse the replaced batteries. The batteries are now charging normally. The fse performed complete functional testing and safety checks. The unit passed all functional and safety tests per factory specifications; the unit has been returned customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.